Event description:
Revision due to dislocation. Open reduction with delta ceramic head change and removed head had discoloration from certain areas.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device by the supplier confirms the damage. The density of the ball head was analysed and found to be according to the valid specification. The microstructure of the ball head as obtained from the quality documents accomplishes the requirements as specified at the time of production, too. Based on the available information there are no indications of any pre existing material defect. Secondary metal transfer as a result of contact with metal parts in consequence of the dislocation or during the surgery can be found. Primary metal transfer can be found on the bore surface of the ball head. The reported discolorations of the surface are local deposit of metal transfer. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.